Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6) investigation summary: customer returned a photo of a 1/2cc, 8mm, 30g syringe with the poly bag from lot # 4202871. Customer states that the plunger is without the thumb press. A review of the device history record was completed for batch# 4202871. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: - dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. - plunger screw jams that would damage plungers, i.e., they break plungers - bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that a bd ultra-fine¿ insulin pen needle had a missing thumb press for the plunger. There was no report of exposure, serious injury, or medical intervention.